Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 12.4 mmol/l. The customer stated that he accidentally dropped the pump on the counter of his kitchen. The customer did not realize the pump dysfunctional before he tried to deliver a bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.